Event description:
Device 1 of 3. Reference manufacturer report: 1627487-2010-00898; 1627487-2010-00933; 1627487-2010-00743. The patient was implanted on (B)(6) 2008 with an scs system consisting of an ipg, a paddle lead and a lead extension. It was reported the morning following a procedure to reposition the lead, the patient had inadequate stimulation. An x-ray was taken that showed a gap in the lead wires about 3 inches below the anchor. The physician explanted and replaced the system on (B)(6) 2009. The explanted devices were returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Device 1 of 3. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead extension fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.